Event description:
It was reported that the valve connector was broken and the valve was explanted.

Manufacturer narrative:
The inlet connector of the returned valve was broken off inside the valve and was not returned. This damage precluded at further testing. It is undetermined how or when this damage occurred. A review of the manufacturing records was not possible, as no lot number was provided. All of our products are 100% tested at the time of MFR.